Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl at the time of incident. The customer experienced symptom such as nausea, vomiting, abdominal pain, difficulty in breathing and thirsty. The customer was treated with manual injection. Customer declined troubleshooting for high blood glucose. The insulin pump and reservoir will not be returned for analysis.